Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as being located under the therapy electrode. The patient began using a cream from the hospital which her doctor recommended. There is no indication of a device malfunction. Follow up was completed and the skin irritation was improved.